Manufacturer narrative:
Insulin pump received with intermittent button response and button error alarm due to corroded keypad traces. No frozen screen during test. Received with insulin pump cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked battery tube threads and broken belt clip slot.(B)(4)

Event description:
It was reported via phone call, that the buttons on the insulin pump are unresponsive. It was also reported that the insulin pump was frozen. Customer's blood glucose level at the time 578 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.